Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for peripheral neuropathy and spinal pain. The patient reported that he had been having trouble keeping his device buzzing and didn¿t seem to be working well. The patient reported that the manufacturer¿s representative (rep) adjusted it and still not having luck. The patient reported that over the last couple of months, it didn¿t seem to cover up the pain as much. The patient reported that when he rolled over in the middle of the night, it stopped working and woke him up. The patient noted that he had to use this 24/7. No further complications were reported.